Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The hard bottom separated/peeled away from the rest of the protector on both pieces. The first piece within two days the second one during the fitting process. She wasn't sure how to use her thumb and forefinger while biting for the fit and wanted to know how long to bit versus trying to shape the mold.